Event description:
Additional information was received indicating an invasive procedure was performed. When the pocket was opened, the header of the device was found to be loose from the device can. The device was explanted and successfully replaced. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An invasive procedure was planned for a later date. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to oversensed noise on the rate/sense channel. Pacing inhibition had also been noted, however, no asystole was noted as the patient had an underlying rhythm. The device was reprogrammed to mitigate inappropriate shocks. This lead later exhibited high out of range pacing impedance measurements. The patient was seen in clinic and noise was again observed which resulted in an inappropriate shock. Noise reproduced in clinic with pocket manipulation. There was a concern the lead to device connection was loose. No adverse patient effects were reported.